Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated wbc content that was measured in the platelet product after a double platelet product collection. Donor unit #: (B)(4). No medical intervention was required. The disposable set is not being returned for eval. This report is being filed due to alleged device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). The run data file was reviewed. Signals indicate that the trima accel system operated as intended. The measured wbc count of the product does not qualify as a wbc failure per the current FDA guidelines of 8 x 10^6 for a double platelet product collection. Conclusion: no failure occurred.